Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). An additional MDR report was filed for this event, please see associated report: 0001822565 - 2020 - 02993. Reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Xrays were provided and reviewed by a hcp. There is dislocation of the left hip arthroplasty. There is no fracture. An area of focal lucency is present in femoral gruen zone 1 consistent with osteolysis. The abduction angle, approximately 48 degrees, is at the upper limit of normal but no other finding contributing to dislocation is present. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: 00801802801, femoral head, lot # 62330779. Item #: unknown, unknown stem lot #: unknown. Item #: unknown, unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was retained by patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00239.

Event description:
It has been reported the patient underwent hip arthroplasty. The patient was revised due to dislocation six years later. Patient was revised with a natural liner and a ceramic head. No additional information is available.